Event description:
It was reported the pt was initially implanted with a pip implant on (B)(6) 2009. A revision was done on (B)(6) 2011 for a boutonniere type deformity of the left middle finger. The device was removed to correct the deformity itself. The device was not defective and the same device that was removed was implanted again into the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.